Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the internal gasket on the 10/11 dilating tip trocars were ripped on (3) of (5) trocars, and (2) 1seal reducers had to be replaced due to tearing of the gasket on instrument insertion and removal. There was no pt consequence.